Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the first reload was connected to the adapter during segmental resection of lung and thoracoscopy, the device displayed an image with the yellow background on the reload. On the second reload, there was no issue with the setting but firing was unable to be performed. It was stated that at that time, the screen displayed an error of a used reload. The procedure was completed with another device. The event occurred in use for patient but there was no patient injury.